Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer questioned cell-dyn 1800 results generated on (B)(6) 2015 for a male patient (sample ID (B)(6)). Sample was retested generating discrepant results. No adverse impact to patient management was reported. The following data was provided: wbc: 3.2, 7.6 and 7.2 k/ul; rbc: 6.83, 2.93 and 2.82 m/ul; hemoglobin: 23.1, 9.3 and 9.6 g/dl; hematocrit: 69.6, 29.4 and 27.3 g/dl; platelets: 170, 552 and 551 k/ul.

Manufacturer narrative:
All customer provided data was reviewed. Based on the information provided in the customer complaint, the cell-dyn 1800 sample processing was affected by being in proximity to the computed tomography (CT) scan. In addition, it may be possible the ac input for the CT scan and the cd1800 analyzer are the same outlet or power source; however, this is unknown. These are possible causes that may have contributed to the discrepant patient results generated. Based on the cell-dyn 1800 operator's manual, section 2, installation procedures and special requirements, under "space requirements", the recommendation is for the cell-dyn 1800 to be moved away from the CT scan and plugged into a different ac outlet, preferably, a dedicated power line to the cell-dyn 1800, to eliminate any power problem that could affect sample processing of the cell-dyn 1800 analyzer. Review of historical complaint data did not find an issue related to the complaint incident. Based on the investigation, it was concluded that the complaint incident is specific only to the cell-dyn 1800 analyzer, serial number (B)(4); therefore, a product deficiency was not identified.